Manufacturer narrative:
Continuation of d10: 4968-25 lead; implant date: (B)(6) 2005; w1tr03 crt-p; implant date: (B)(6) 2020; 383069 lead; implant date: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device is at elective replacement indicator (eri).  Mode set to vvi/65 bpm, all atrial tachycardia/atrial f ibrillation (at/af) therapies set to off. The patient  is reporting palpitations, clinician reporting she sees rhythm changes on the tele when patient is having palpitations. The device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that by the patient representative that the patient's heart rate was odd and they experienced discomfort. No further patient complications have been reported as a result of this event.